Event description:
The customer reported to baxter healthcare an unknown quantity of one-link non-dehp microbore catheter extension sets that disconnected from unknown device(s) during use. The customer attributed the problem to use error saying that the nurse had not been using correct "push and twist" technique to connect the devices. Per the report, the nurse has been educated and the problem has not recurred. There is patient involvement; however, no injury is reported. No further information is available.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition was confirmed, based on the customer report. The customer attributed the problem to use error saying that the nurse had not been using correct "push and twist" technique to connect the devices. Per the report, the nurse has been educated and the problem has not recurred. Therefore, root cause was determined to be a use error. A labeling review was performed and the direction insert (07-19-65-469) instructs the user, 'for each access, firmly push male luer of syringe or administration set directly against one-link connector's luer activated surface and rotate until connection is secure.' The direction insert was found to be sufficient in providing information concerning luer connections prior to use.